Event description:
It was later reported that it was unknown why the pump had been stopped. The therapy was resumed without any issues.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump had been in stopped pump mode since (B)(6) 2014. At the time of report that patient¿s healthcare professional (hcp) wanted to remove system contents, refill and program the pump to simple continuous. The pump was used to infuse hydromorphone. No interventions, patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.